Event description:
It was reported by the customer prior to use, that the cardiosave intra-aortic balloon pump (iabp) helium was leaking. There was no patient involved, no harm reported.

Manufacturer narrative:
Event site name (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.